Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Sometime post-op the patient reported having a non-union due to the locking screw not "sucking" down to the bone. The patient underwent a revision surgery.